Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported after placing the powerpicc catheter in the operating room, when removing the internal stylet it breaks. It had to be removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of damaged stylet is confirmed; however, the root cause could not be determined. Three photographs of a stylet were returned for evaluation. An initial visual observation of the photographs showed a stylet in a double lumen powerpicc catheter which was inserted into a patient. The stylet was observed to be frayed and unraveled, indicating the core wire was broken. No other details of the damage could be seen on the sample in the returned photographs. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after placing the powerpicc catheter in the operating room, when removing the internal stylet it breaks. It had to be removed. No other information was provided.